Event description:
Information was received that reported a patient was hospitalized in 2007 due to an incident of diabetic ketoacidosis. Per the patient, he went to the hospital, where upon admit, his blood glucose tested at >1000mg/dl. The patient was diagnosed with dka and placed on an insulin drip & IV fluids. The patient denies receiving any alerts or alarms. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.